Event description:
Per complaint (B)(4). A dental implant's internal hex was physically distorted during initial placement. The implant was removed within the same visit. No adverse patient consequences were reported.